Event description:
This was a lead extraction case performed in the ep lab to change out 2 leads (mdt 6949 and mdt 4574, implanted 2006). The leads were both prepped with an lld-ez and lasing initiated using a 14f glidelight with visisheath. Progress stalled just past the proximal coil of the mdt 6949 lead. The physician upsized to a 16f glidelight and continued lasing until a drop in the blood pressure below the baseline was noted. The CT surgeon was called and anesthesia requested an echo, pharmaceuticals and blood. Drugs and blood were given to patient, CPR was initiated, and the patient was transferred to the or. CT surgeon initiated sternotomy, but switched to pericardiocentesis due to conditions encountered. Patient was placed on bypass and the CT surgeon continued the sternotomy. A long linear laceration of the anterior svc to ra junction was identified, and was determined to be irreparable due to the location and extent of the tear. Patient expired on the table.